Event description:
New information received notes the implantable cardioverter defibrillator was explanted for having reached elective replacement indicator (eri). The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The reported event of decreased longevity was confirmed. Based on the information provided, the battery capacity drop and the inaccurate longevity were due to frequent high voltage shocks.

Manufacturer narrative:
Further information was requested but was unavailable at this time.

Event description:
New information received notes the device was returned, implying it was explanted.

Event description:
It was reported that the battery longevity on the implantable cardioverter defibrillator (ICD) had gone from 31 % to 1% longevity in a single day between (B)(6) 2024. It was noted that the patient had an unrelated ventricular tachycardia (vt) ablation procedure on the day in question. The possibility of multiple charges on the day in question causing the change in battery longevity or increased current drain was discussed. The patient was stable.